Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the front panel has stains in the front of the display. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the case and contacted the customer to learn that the issue had been present for more than a week. The recommended repair actions include replacing the front panel and conducting tests to ensure equipment functionality. The rse provided a quote to the customer, but approval is still pending, and no repairs have been conducted yet. The quote has an expiration date of 30 days. It has been concluded that no further action is required at this time.